Event description:
The customer reported that, during preparation for use, the subject device did not consistently recognize endoscopes. "Connection communication error with endoscope" message was displayed. The customer also reported that something was not making contact in the scope socket and the device did not recognize 190-type endoscopes. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the connection of the endoscope was not recognized but did not confirm the report of the device not recognizing 190-type endoscopes. A review of the device history record found no deviations that could have caused or contributed to the device not recognizing endoscopes. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, there was rust around the output connector pins. It is likely the device did not recognize scopes because a problem occurred in the signals for detecting scope identification between the scope and processor which resulted in the connection not being recognized. However, a definitive root cause of the recognition issue could not be identified. Olympus will continue to monitor field performance for this device. Service found rust on the scope socket and evidence of liquid on the pins. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.